Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter was not tracking properly even with the brand new tools. The emitter had a visible crack on the back of it. No patient was present at the time of the event.

Manufacturer narrative:
The generator was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. All ports were tracking normally, on both the lemo connectors. There's a piece missing/chipped on the backside of the housing unit. Otherwise, tracking remained consistent, throughout three and a half hours of testing. Physical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the emitter was not tracking properly even with the brand new tools. The emitter had a visible crack on the back of it. No patient was present at the time of the event.